Event description:
It was reported that the patient was admitted with a fever due to a bacterial infection from the respiratory tract/ pneumonia and the blood. Blood cultures were taken and were positive for gram positive cocci. Additionally, the patient was covid positive and had hepatic dysfunction. Their aspartate aminotransferase (ast) and alanine transaminase (alt) were elevated triple the normal limit. The patient received antibiotics and was communicated to be stable/ongoing.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) (B)(4) and the reported infection, sepsis-associated encephalopathy, hepatic dysfunction, and patient condition (covid infection) could not conclusively be determined through this evaluation. The account reported that the patient had a fever, and blood cultures were positive for a bacterial infection. The source of the infection was reported to be the respiratory tract and blood. Additionally, the patient was positive for a covid infection. Antibiotics were provided as treatment. The patient also experienced sepsis-associated encephalopathy. Diagnostic testing reportedly revealed hepatic dysfunction. The account later reported that the patient was in stable condition. The patient remains ongoing with heartmate 3 lvas (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists infection, sepsis, and hepatic dysfunction as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists infection as a potential postimplant complication. The heartmate 3 lvas patient handbook is also available. Several sections of this handbook provide care instructions regarding preventing infection. No further information provided. The manufacturer is closing the file on this event.